Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 3.0/3.3. The reporter said that coumadin changes are done based on the lab. The device was replaced and requested to be returned for eval.